Event description:
Customer states that the brush bristles were falling out of the brush head and into my mouth. It was very much akin to eating a piece of fish and finding multiple small sliver-like fish bones in my mouth.